Manufacturer narrative:
The reported adverse event/incident was investigated in accordance with endologix's operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve the device related to the reported adverse event/incident, as well as the relevant medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination required for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that no manufacturing or processing non-conformities were identified that could have contributed to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of the medical records and/or medical imaging received by endologix confirms the afx 2 aneurysm enlargement of 14.6 mm and the additional endovascular procedure complaints. The indeterminate endoleak was determined to be a type iiib endoleak of the distal main body, which is likely related to anatomy. This is consistent with the reported adverse event/incident. The clinical evaluation also suggests reasonable evidence of a fracture in the distal main body in the area of the buckling. The infrarenal angulation increased from 29.7° to 57.2°, causing the main body stent to buckle. The buckling caused a stent fracture, which likely contributed to the type iiib endoleak. Aortic remodeling, likely anatomy-related, was also observed. Procedure-related harms from this complaint could not be determined based on the medical records available for review. The final patient status was reported as stable, with discharge to home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should any new information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: medical device problem codes - remove 4065. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implantation of an afx2 bifurcated stent graft, an afx vela suprarenal, and a vela infrarenal on (B)(6) 2018. During a routine follow-up on (B)(6) 2024, an enlargement of the aneurysm and a possible type ib or type iiib endoleak was detected. The patient was stable; however, due to the large size of the aneurysm (8cm) the patient was sent to the emergency room (ER). A full reline of the initially implanted devices was performed on (B)(6) 2024, with the implantation of an afx2 bifurcated stent graft, an afx vela infrarenal, and two ovation ix extenders. The patient was reported as stable post reintervention.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text: device remains implanted.